Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. E1: patient city: montreal. Patient country: canada. Name: medtronic minimed. Country: united states of america. Address - line 1: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Complaint investigation results: eqms search: a query was run in the eqms on 15/jun/2026 against lot number 6002022 and similar malfunction codes occlusion issues-cannot be determined. Iocclusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. The review confirmed that lot 6002022 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 15/jun/2026 against lot number criteria equal 6002022 and similar malfunction codes: occlusion issues-cannot be determined . Occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. The number of complaints are 2. The complaints numbers are complaint (B)(4). DHR review: the lot 6002022 was manufactured according to work instruction (wi) version 63 and manufactured in machine / line: l160, inset 6 on 28/jun/2023 with a total of (B)(4) units. Sub-assembly: gluing of tubing the lot 3f04441 was manufactured according to the 4905294 version 55 and manufactured in the line: spot 02, on 25/jun/2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested on 25/nov/2025. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 6002022 was verified and found it within specifications. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned sample from the relevant lot was requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient was hospitalized due to hyperglycemia with ketones on (B)(6) 2023 resulting from an insulin flow block alarm.